Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a half an hour after the sheath was inserted into the artery the hub of the flexor balkin guiding sheath separated from the introducer tube. They were able to exchange the broken introducer for a new one. According to the initial reporter, the patient experienced excessive bleeding due to this occurrence.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor balkin guiding sheath was returned for investigation. The sheath and dilator were returned. The proximal fitting was returned separated from the sheath tubing. The dilator was advanced through the tubing with no resistance. The dilator was advanced through the check-flo assembly with no resistance. The check-flo assembly was disassembled and no damage was noted. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was (B)(4) other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during an angioplasty of the right superficial femoral artery, a half an hour after the sheath was inserted into the artery, the hub of the flexor balkin guiding sheath separated from the introducer tube. They were able to exchange the broken introducer for a new one. According to the initial reporter, the patient experienced excessive bleeding due to this occurrence.